Event description:
A helipaq coil (B)(4) would not detach, even though all lights on the box showed it to be working properly. The pre-deployment electrical check had passed the pre-deployment electrical check. Three other coils had been detached prior to the coil. Two other deltamaxx coils (B)(4) and one additional cable were then tested outside the patient, and detachment was still not possible. The control box (B)(4), the cables (B)(4) and the coils will be returned for analysis. There was no clinically significant delay in the procedure or injury to the patient due to the event.

Manufacturer narrative:
Concomitant medical products: devices used in the procedure included: a helipaq coil (B)(4) , two deltamaxx coils (B)(4) one control box (B)(4) , two cables (B)(4) . (B)(6). It is anticipated that the devices will be returned for analysis; however, the devices have not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50027, 2954740-2014-50028, and 2954740-2014-50029.

Manufacturer narrative:
Complaint conclusion: a helipaq coil (che180410-30/c14870) would not detach, even though all lights on the box appeared it to be working properly. The pre-deployment electrical check had passed the pre-deployment electrical check. Three other coils had been detached prior to the coil. Two other deltamaxx coils (dmx18031220/lots c21215 and c18564) and one additional cable were then tested outside the patient, and detachment was still not possible. The control box (dcb00000500/f51078), the cables (ccb00015700/c21619 and ecb00018200/c25929) and the coils will be returned for analysis. There was no clinically significant delay in the procedure or injury to the patient due to the event. The two deltamaxx micrcoil systems of the same catalog number (dmx180312-20), but different lot numbers, were returned together in the same bag and were unidentified as to which lot they belonged to; therefore this microcoil system will be identified as coil ¿a¿. No manufacturing defects were found. The coil was returned undamaged. The detachment fiber did not receive heat and melt. Using the classic connecting cable (ccb) (c21619, pi 1-21270925) and detachment control box (dcb) (f51078, pi 1-21270991) from the same complaint, the device positioning unit (dpu) passed electrical testing with resistance at 52.0 ohms, and the enpower systems go green light illuminated. Still using the same ccb (c21619) and the dcb (f51078), the coil detached on the first detachment cycle. The post-detachment resistance passed at 52.2 ohms. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils non-detachment during testing outside the patient¿s body cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil could not be confirmed, since the devices passed functional testing during analysis. The root cause of the event could not be determined; however, handling factors may have contributed to the failure to detach. The damage present on the coils was most likely related to the condition in which the coils were received for analysis. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time. This is 1 of 3 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50027, 2954740-2014-50028, and 2954740-2014-50029.